Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (10 mg/ml at 2.64 mg/day) and prialt (25 mg/ml at 6.6 mcg/day) via an implantable infusion pump. The indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient contacted the healthcare provider (hcp) because he felt like the pump was not working and his pain was really bad which was stated as really abnormal for the patient. The hcp was noted as thinking that the pump was locked out and that it could be 48 hours before the pump turned back on. The patient first notice he was having aches on (B)(6) 2018 then the next day he "was just terrible". It was reported that on (B)(6) 2018 the patient could barely walk and every slight movement made him jump. The caller stated that when the medication is pumping and working he can feel the effects but he hasn't felt the medication or any relief. No alarms or interventions were reported. The situation was being addressed by the hcp and an appointment was scheduled for (B)(6) 2018 and (B)(6) 2018. No further complications have been reported as a result of this event.